Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation revision with an unspecified mentor gel breast implant and experienced rupture on the right side. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 275cc, catalog number 3502751bc, serial number (B)(4), lot number 7521632 (l) and serial number (B)(4), lot number 7557315 (r) on (B)(6) 2018.